Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Additional information: the patient expired 12-14 hours later on (B)(6) 2019. (B)(4).

Event description:
A procedure with a coronary diamondback orbital atherectomy device (oad) and stent was planned to treat a lesion in the left anterior descending artery. During the procedure, two treatments were performed with the oad in the left anterior descending artery. Imaging was performed after the second treatment, and a perforation was noted. Balloon angioplasty was performed to seal the perforation, and a stent was placed. Imaging showed that the stent was malposed, and a larger stent was selected and placed. The patient was monitored in the intensive care unit, but became hypotensive and expired. Per the physician the primary causes of death are presumed to be subacute thrombosis (sat) and hypotension. The opinion of the physician is that the perforation was caused by the oad. The physician did not provide an opinion as to the cause of the sat or hypotension.